Event description:
The customer stated that the device goes into alarm and signals that the battery is low when it is also plugged in. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.